Event description:
Pt underwent a multilevel reoperation procedure 20 years after the primary surgery. During the surgery, a small dural nick was recognized and repaired prior to application of adcon-l. The pt then presented with a post-op cerebro-spinal fluid leak which required re-exploration and secondary repair.